Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent PICC catheterization due to medical condition. All operating materials were checked before catheterization and were within the validity period and intactly packaged. T: 36.35 c, p: 80 times/min, r: 20 times/min, bp: 125/82mmhg. After the catheter was successfully inserted into the left upper limb, the guidewire was withdrawn normally. During the withdrawal process, the guidewire changed like "pulling a wire". The guidewire inside the catheter was too thin to be withdrawn normally. The guidewire outside the catheter became longer and longer. The remaining guidewire was immediately opened from the external connector of the catheter and removed.